Event description:
On (B)(6) 2012, the patient contacted animas alleging that the keypad buttons have been sticking, resulting in canceled boluses and delivery of unprogrammed boluses. He stated that the up arrow, down arrow, and ok keypad buttons had been intermittently sticking and unresponsive at times. He stated that the issue had been occurring for at least two weeks. The patient stated that the buttons sticking was occasionally causing boluses to cancel, and that he would then check the history and deliver the amount of bolus that had been canceled. The patient noted that he awoke the morning of (B)(6) 2012 to find that a 6.45 unit bolus that he did not program had been delivered. The patient stated that he did not test his blood glucose (bg) at the time, but stated he thought it was around 50 mg/dl by the way he was feeling. The patient self-treated with food and no medical intervention was required. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported because the alleged keypad button issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the keypad buttons were intermittently unresponsive and required several presses to elicit a response. The keypad buttons do not spring back or click normally. Evaluation revealed that there was contamination under the keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded and scratched display screen, which has no effect on insulin delivery function.